Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported that the lead moved, which required revision in (B)(6) 2011. There were no reported patient symptoms. If additional information is received, a follow up report will be sent. The patient's indications for use included lumbar radiculopathy. The patient's medical history includes chronic back pain due to an accident in 1994 (multiple trauma with compression fractures and disc derangement), two prior lumbar surgeries / lumbar surgical scar, prior cervical fusion / cervical pain, osteoarthritis, and refractory depression (irritability, insomnia, depressive moods).